Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The sales rep reported that during a triathlon total knee replacement the surgeon successfully used the 4 in 1 cutting block and then tried to remove it using the handle and slap hammer. The sales representative further reported that the block came away but the two spikes which are bonded on to the block were left in the patients femur. It then took around ten minutes to remove these. The surgery was then completed successfully with no further complications. The sales representative reported on behalf of the customer that the patient had hard bone.

Manufacturer narrative:
An event regarding pin dissociation involving a triathlon guide was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided.. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The sales rep reported that during a triathlon total knee replacement the surgeon successfully used the 4 in 1 cutting block and then tried to remove it using the handle and slap hammer. The sales representative further reported that the block came away but the two spikes which are bonded on to the block were left in the patients femur. It then took around ten minutes to remove these. The surgery was then completed successfully with no further complications. The sales representative reported on behalf of the customer that the patient had hard bone.